Manufacturer narrative:
From the review of the manufacturing lot history record, there is no indication that the break occurred due to a manufacturing defect, and it confirms the lot met the releasing criteria.

Event description:
It was reported that a zoom 14 guidewire fractured during a procedure. It was noted there was a vessel dissection of the carotid during the procedure and was treated without complication. It was noted that a vessel dissection occurred in the carotid but the doctor could not confirm it was caused by the guidewire. The doctor was using the guidewire to pass the stent and deploy a balloon. The wire had a "j" shape for the tip but it was not working as well as the doctor wanted and decided to remove the guidewire. Upon removal it was noticed that the guidewire had broken and the broken piece of the wire was found in the hemostasis valve. There was no injury to the patient and no other intervention.